Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had audio issue and alarm was quieter. The customer¿s blood glucose level was unknown. Customer stated that insulin pump had rewinding was louder and giving false no delivery alarm. Customer reported they insulin pump was reject brand new batteries. Customer stated that insulin pump had plastic chipping off around the opening to the battery. The insulin pump will not be returned for analysis.